Manufacturer narrative:
Reported event: an event regarding patient factors (hematoma) involving a trident liner was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following device were also listed in this report: device name: delta v-40 ceramic head 36/-5 ; cat#6570-0-036 ; lot#87566702r it cannot be determined which, if any of these device may have caused or contributed to the patient's experience. H3 other text : device not returned to the manufacturer.

Event description:
It was reported that the patient's left hip was revised. As reported: "pt. Presented with a draining surgical wound. Dr. Suspected an acute infection of the hip. Initial results indicate the pt. Does not have an infection but a superficial hematoma/seroma. Dr. Opted to inspect the wound-closure layers down to the joint, perform an I&d, and swap out the modular components(femoral head and acetabular insert). No complaints have been filed against the components themselves."